Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation[s]

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. The device was also unresponsive when a magnet was applied. It was noted that the patient experienced a syncopal episode lasting a couple of seconds. After attempting to troubleshoot the issue with several different programmers, telemetry wands, and power outlets, a revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.